Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects on air/water cylinder were observed. There was no patient involvement